Event description:
It was reported that a revision was needed to replace an anthem proximal humerus plate due to mid-shaft non-union.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. It was reported that there was a revision to replace an anthem proximal humerus plate due to mid-shaft non-union. Because the device was not available for evaluation and the x-ray imaging provided shows no defects with the plate or screws, no determinations can be made as to the cause of the reported issue.